Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and was admitted to the emergency room (ER). A check on the device reveals that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. A rv lead noise warning was also triggered due to oversensing and noise episodes on the lead. Additionally, the lead had variable and high thresholds with loss of capture and increasing and high/undefined pacing impedance. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.